Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2021. The customer¿s blood glucose reading was 66 mg/dl at the time of incidence. Customer's current blood glucose value was 66 mg/dl. Customer stated that low blood glucose was treated with food. Auto mode feature was unknown. The insulin pump will not be returned for analysis. Frn-unk-rsvr unomed inf set mds- mmt-7811-xmtr.

Manufacturer narrative:
Retainer ring = missing. On (B)(6), 2021 the customer went to the ER due to seizure/hypoglycemia. Customer reports loss of communication between pump and transmitter. On a related svn (B)(6) (event date (B)(6) 2021), the customer alleged random no delivery alarms and buttons were a little less responsive. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The insulin flow blocked alarm functions properly during the basic occlusion test and force sensor test. Unable to verify insulin flow block alarm during the occlusion test due to missing retainer. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Unable to perform the displacement test, occlusion test and dat due to missing retainer. Reviewed the formatted history file, there was no "no delivery alarm" noted on the event date (B)(6) 2021. The pump communicated properly with the guardian link 3 and the test plug. After senor warm up and calibration was competed, the pump listed the test bg value on the pump screen. No lost communication anomaly or calibration anomaly noted. The pump responded properly to button presses. No unresponsive buttons or stuck button alarm/button error alarm noted. No damage noted on the keypad traces. The pump passed the keypad voltage test. The following were noted during visual inspection: missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, missing display window cover, scratched case, broken battery tube threads, faded serial number label, keypad overlay texture damage, stained keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. History download was successful using thus and carelink upload was successful. The pump had a missing retainer. Unable to complete the functional testing or perform the displacement test, occlusion test and dat due to missing retainer. The pump communicated properly with the guardian link 3 and the test plug. No lost communication anomaly noted during testing. Unable to confirm alleged low bg's/hypoglycemia. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unresponsive buttons or stuck button alarm/button error alarm noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.